Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/07/2025, a sales representative reported via (B)(4) that (2) ar-8741-40 3.5 mm beveled ft drivers broke. This occurred during an mtp fusion. 2nd and 3rd metatarsal osteotomies when both broke while inserting the beveled screw. They were able to retrieve all the pieces. The patient was not affected or injured. We were able to complete the procedure in its entirety.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpacked ar-8741-40 serial/batch number (B)(6) was received for investigation. Due to the damage, functional testing was not performed. Visual evaluation noted that the driver's tip was broken off, and the piece of the tip still on the shaft was bent. There were heavy signs of wear, as the laser marks on the device faded, and discoloration spots were noted. The reported condition is most likely caused by user error, overstressing a device that is damaged naturally and inevitably due to normal wear or aging.